Event description:
A patient in a study underwent a da vinci-assisted pulmonary lobectomy procedure. During the case, the procedure was converted to an open approach due to an injury to a blood vessel around a branch of the basilar segmental arteries. The patient received a blood transfusion of an unspecified amount. No other details were provided. There was no report of a da vinci device malfunction during the procedure. The injury occurred during retraction of the lung posteriorly and dissection to separate the anterior fissure from the basilar trunk. The bleeding was initially attempted to be controlled by cigar sponges, and pressure was held for 10 minutes. There was still oozing from the artery despite topical sealants and the procedure was converted to an open approach. There was a 350 ml blood loss followed by a transfusion of 2 units of blood, no other blood products were given. No other medical interventions or treatments were required for the arterial injury. The patient's post-operative course was complicated by a prolonged air leak. The patient was discharged on post-operative day eight. The study investigator reported that there was no da vinci malfunction during the procedure and that a da vinci system or device did not cause or contribute to the event.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.